Event description:
It was reported that while in use on a patient, the anesthesia workstation failed to provide adequate ventilation. There was no patient harm. Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
No issues were found when the anesthesia workstation was investigated at the hospital. No parts were reported as replaced. The device logs were downloaded and sent for investigation. The logs show that there were issues with getting gas through to the patient at times during the case. Clinical alarms such as airway pressure: high, regulation pressure limited, peep: low, leakage and respiratory rate: high were generated off and on during the case which indicate difficulties with ventilating the patient. The technical log contains no recordings related to the difficulties with ventilating the patient. We have not been able to determine the true root-cause of the reported issue.

Event description:
Manufacturer´s ref #: (B)(4).